Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip ntw was successfully implanted at anterior and posterior leaflet 2(a2p2). Post deployment, the clip was partially detached from the posterior leaflet. 3d evaluation confirmed that the lateral portion of the posterior leaflet had torn. Patient became symptomatic with heart failure symptoms. Per the physician, partial detachment of the clip was due to dense chordal structure which exerted force on the clip. Mitraclip nt was deployed to stabilize the ntw clip. The mr was reduced to grade 2-3 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and per the physician, the migration of the clip resulting in tissue injury and subsequent heart failure was due to dense chordal structure which exerted force on the clip and is therefore, related to patient conditions. Tissue damage/injury and heart failure are known possible complications associated with mitraclip procedures. Unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: health effect-clinical code: 4582. Medical device problem code: 4008. Codes added: health effect-clinical code: 4559. Medical device problem code: 4446.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip ntw was successfully implanted at anterior and posterior leaflet 2(a2p2). Post deployment, the clip was partially detached from the posterior leaflet. 3d evaluation confirmed that the lateral portion of the posterior leaflet had torn. Patient became symptomatic with heart failure symptoms. Per the physician, partial detachment of the clip was due to dense chordal structure which exerted force on the clip. Mitraclip nt was deployed to stabilize the ntw clip. The mr was reduced to grade 2-3 post procedure. There was no clinically significant delay.